Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The article in heart rhythm case reports details an event of externalized conductors was confirmed with x-ray on the right ventricular (rv) lead. The rv lead was explanted during an unrelated procedure. Further information is not available. Trenson, sander, et al. Transvenous lead extraction in a patient with persistent left superior vena cava. Heart rhythm case reports, vol 7, no 3, march 2021. Https://doi.org/10.1016/j.hrcr.2020.11.025.